Event description:
The customer reported that three employees experienced human reactions from oil mist. One of the employees reported experienced a smell when the door of the sterilizer was opened. The employee went to seek medical attention. The physician checked her ear and nose. She reported that he advised she continue to use her nose spray. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse verified that there was no oil mist present. Customer stated that the smells were detected after a cycle was run with plastics masks in the load. The fse verified system meets manufacturers specifications. The fse ran an empty chamber test ok, and verified that no smells were present. H6: conclusion - other: device failure is load related. Reference MDR: 2084725-2008-00583 for employee with sinuses burning, eye irritation, taste in mouth and headache symptoms. Reference MDR: 2084725-2008-00584 for employee with eye irritation and taste in mouth symptoms.